Manufacturer narrative:
The product is available for analysis.

Event description:
During prepping of the device, prior to use in the pt, an air leak was noted when applying negative pressure. The leak appears to be at the hub. The device was not used.